Manufacturer narrative:
Image review: one image received for analysis show the fep burn melt. Char marks observed on the coil heating element. The coil is observed to be exposed. The device was returned to analysis lab for additional analysis. Product analysis: the closurefast catheter was returned within its sterile pouch. No ancillary devices or procedure notes were returned for evaluation. The device was removed from the packaging for additional analysis. A visual inspection of the device found the coil portion was bent and the fep was deformed in the region of approximately 3cm-5cm from the distal tip. The fep on the coil was deformed and had a red dried material embedded the fep. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was observed to be exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is unknown if there was any adjustments made to the parameters of the generator. There was no error message displayed on the generator. The device entered the patient and was safely removed. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with a rfg2 generator for patient treatment on the great saphenous vein (gsv). The IFU was followed. It was reported that the coating on the heating element of the catheter had "dissolved". The bare coil appears to be exposed. The procedure was completed with another catheter. The vein has been reported to have closed. 10 segments were treated. There was no patient injury reported.